Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient admitted for back pain and abdominal pain. Subsequent, CT revealed the ivc filter with one of the limbs appeared to be penetrating the wall of the vena cava. Approximately eight years later, reason for consultation was regarding vascular surgical opinion of what appears to be an ivc filter limb dislodgement through the vena cava. The patient appeared to be symptomatic from this finding and this was an incidental finding with a CT scan that was done of the abdomen for workup of abdominal pain and back pain. The device appears to be a g2 device based on the x-rays. Subsequently a few days later, patient presented for filter retrieval. The gross examination of ivc filter after successful retrieval revealed that the filter had 6 intact "arms" averaging 2.8 cm in length and less than 0.1 cm in diameter, as well as 6 predominantly intact hooked "legs" averaging 3.8 cm in length and less than 0.1 cm in diameter. One leg was grossly lacking its hooked end. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter had displaced limbs. The device was removed percutaneously . The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years two months and thirteen days post deployment, computed tomography scan of the abdomen reported that filter with 1 of the limbs appeared to be penetrating the wall of the vena cava. Anteroposterior view of the scan showed the filter with legs protruding into the adjacent structures, mostly the duodenum and spine. An x-ray for back showed that one of the limbs of filter had dislodged in the vessel. Around twenty-five days later, the filter was retrieved via right jugular vein approach. Using an ensnare device, the hook of the filter was snared in a traditional fashion. The filter was removed without difficulty. The surgical pathology report indicated that one leg of the filter was grossly lacking its hooked end. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter had displaced limbs. The device was removed percutaneously . The current status of the patient is unknown.